Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis completed: device photographs for the device related to the reported event of rupture was requested on feb 04, 2025. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Healthcare professional confirmed left side rupture. The device has been explanted, replaced, and a capsulotomy was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and exchange. Device remains implanted.